Manufacturer narrative:
Di: (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. There were two target lesions located in the proximal right coronary artery (rca) and distal rca respectively. After a 24 x 4.00mm promus premier¿ stent was implanted in the proximal rca, the physician tried to implant a non-bsc stent at the distal rca. However, the non-bsc stent was unable to cross the lesion so the physician pulled back the non-bsc stent but it caught the proximal 4mm of the 24 x 4.00mm promus premier¿ stent. The mid portion of the promus premier¿ stent was crunched into a mass of crimped metal. Subsequently, the non-bsc stent came off the delivery balloon as it was stuck on the promus premier¿ stent. The physician then performed consecutive balloon inflations and stented over the "metal mass" with a 4.00mm promus premier stent to create a patent lumen. In addition, the distal rca was treated with a 15 x 2.25 mm non-bsc stent. No patient complications were reported and the patient's status was good. The patient was discharged.